Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon difficult to deflate. It was stated that after removing 7 ml of water with a syringe, the tubing collapsed, and it was painful to the patient. Also stated, the user tried to inject 1 ml of water, the patient still in pain walked a little, but the probe did not move. The ward doctor contacted a urologist who advised him to cut the inflation nozzle, but without success. The doctor mismatched the closed system bag, made several attempts to syringe 30 ml, and simultaneously stretched the probe to remove it.  The user finally unhooked, but still inflated balloon came into force, caused profuse bleeding and severe pain to the patient. The probe was preserved as well as the cut-out inflation tip. The balloon was still inflated. Per follow-up with ibc via email on 21dec2020, the tubing collapsed means sagging.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. The evaluation observed collapse lumen due to deformed snip eye. A potential root cause for this failure mode could be due to poor snipping or uneven snipping-missing or undersize eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Keep away from sunlight. Do not use if package is damaged" corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the catheter balloon difficult to deflate. It was stated that after removing 7 ml of water with a syringe, the tubing collapsed, and it was painful to the patient. Also stated, the user tried to inject 1 ml of water, the patient still in pain walked a little, but the probe did not move. The ward doctor contacted a urologist who advised him to cut the inflation nozzle, but without success. The doctor mismatched the closed system bag, made several attempts to syringe 30 ml, and simultaneously stretched the probe to remove it. The user finally unhooked, but still inflated balloon came into force, caused profuse bleeding and severe pain to the patient. The probe was preserved as well as the cut-out inflation tip. The balloon was still inflated. Per follow-up with ibc via email on 21dec2020, the tubing collapsed means sagging.